Event description:
Information was received indicating that a smiths cadd-ms® 3 ambulatory infusion pump had an issue staying powered on. There was no reported injury to the patient. The patient's son noticed that when the cap is screwed on tightly, the pump does not stay powered on. There was no reported injury to the patient.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis. During investigation, the customer's stated problem was verified. According to the investigation, the rear housing near the battery compartment was broken, and the reason why the battery cap would not screw on properly. Service will replace the pump rear housing. The problem source of the reported problem is unknown.